Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the physician's first revision only extracted the two products. Subsequently, the patient returned to the facility and the remaining product was explanted in the laboratory. There were no additional adverse patient effects reported. The ra lead was explanted.